Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. Customer¿s blood glucose was 23 mmol/l at the time of incident. The current blood glucose level is 19 mmol/l. Customer¿s other blood glucose level was 20 mmol/l, 13 mmol/l, 19 mmol/l. The customer treated high blood glucose with manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that the size of air bubble was ¼ inch. The reservoir will not be returned for analysis.